Manufacturer narrative:
As this is a legal case, neither the devices nor the pt's medical records are available at this time. A request for these items has been submitted.

Event description:
It is alleged by the pt's rep that the pt required revision surgery to replace the plastic component. It is further alleged that the pt's dr discovered "broken plastic 'particulate matter'...resulting in severe trauma and injury, including reactive synovitis, inside her left knee..."